Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. According to the patient, on (B)(6) 2026, while he was work, his cgm was reading 220 mg/dl. The patient self-treated with insulin. Quickly after this, the patient felt as if he was going low (no specific symptoms were reported), so the patient self-treated with skittles to bring his bg level back up. The patient had also reported that his cgm values had been erratic (¿went high and then dropped quickly¿). At some point during this, the patient experienced blurry vision, shakiness, a headache, and then loss of consciousness. When the patient lost consciousness, he fell and hit his head on the ground resulting in an unspecified head injury. The patient was brought to the emergency room (ER) (it was not specified by who). At the ER, the patient stated his cgm was 113 points off when compared to his bg meter reading and at recheck, the cgm was 90 points off when compared to his bg meter reading. No specific values were reported and it was not stated if the cgm was reading at a high or low bias. The patient was treated with IV fluids and had a CT scan and x-ray done. Results of the patient¿s diagnostic testing were not reported. The patient was discharged from the ER after being there for less than 24 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 113 points and 90 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5182365 and mw5182366. This is 2 of 2 reports of the patient losing consciousness due to inaccuracy that occurred two separate times. Please see related record (B)(4). B5: describe event or problem - correction/additional information. E4: initial report also send to FDA - additional information. G2: report source - additional information. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data/ related report numbers. H11: additional narrative.

Event description:
A voluntary medwatch report was received on 2/12/2026.